Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can communication flags, abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an intermittently open blue (can l) wire in the trunk cable. The trunk cable showed signs of physical abuse. The communication issues caused the abnormal shutdowns. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a german patient's electrode belt was producing communication fault flags (can connection) and was producing abnormal shutdowns.